Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. Root cause is undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for connection issue with a titanium adapter- unknown product code. The patient adapter (connector) could not be connected to the titanium adapter tightly. There was no patient injury or medical intervention. The actual sample is available for evaluation.